Event description:
Boston scientific received information that this patient's device and right atrial lead exhibited a lead safety switch due to a low out of range pacing impedance measurement of less than 200 ohms. The cause of the impedance issue has not conclusively been determined and no intervention has been performed at this time. The patient's system continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.